Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (HCP) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom of cold hands was unable to self-treat. The customer contacted an advice nurse who suggested going to the hospital. At the hospital the customer was given an unspecified intravenous (IV) solution and a reading of 100 mg/dL on an HCP meter for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.